Event description:
Procedure type: c-section. According to the reporter: the surgeon was suturing the uterus when the needle tip broke. The tip was not recovered. The portion that broke off was no more than 1-2mm in length. The case was delayed more than 30 minutes. There was no tissue damage or unanticipated tissue loss. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).